Event description:
The customer received questionable thyrotropin (tsh) results. The customer believes the questionable results were produced by an assay tip being dropped in the r1 reagent. The first patient had an initial tsh result of 0.03 uiu/ml. The first repeat result was 0.03 uiu/ml. The second repeat result was 5.94 uiu/ml. The customer believed the 5.94 uiu/ml result was correct. The second patient had an initial tsh result of 0.03 uiu/ml. The first repeat result was 6.19 uiu/ml. The customer believed the 6.19 uiu/ml result was correct. The third patient had an initial tsh result of 0.03 uiu/ml. The first repeat result was 0.03 uiu/ml. The second repeat result was 7.24 uiu/ml. The customer believed the 7.24 uiu/ml result was correct. The fourth patient had an initial tsh result of 0.01 uiu/ml. The first repeat result was 2.03 uiu/ml. The second repeat result was 2.06 uiu/ml. The customer believed the repeat results were correct. There were no allegations of any adverse affected to the patients. The root cause for the dropped tip can only be assumed. It was not possible to exactly replicate the failure shown on the tip. A possible root cause can be that the tip was damaged by the packing line.

Manufacturer narrative:
This event occured in (B)(6).

Manufacturer narrative:
Repeat testing was not performed on the same sample as the original. There were no patients or operators harmed by this event. The analyzer used in this event was an e411 disk analyzer. Sections d and g were updated appropriately to reflect this new information. The most likely reason for the issue with the tip could be that the two conveyor belts on the packing line were slipping over the guide. Because of this, the conveyor belt can grind the tips. If this happens, more than one tip should be affected, therefore the assumption for the packing line cannot be confirmed. A preventive change has been implemented, changing the two conveyor belts into one larger conveyor belt.